Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
Patient was implanted with unknown screw on an unknown date. Patient was returned to the operating room on (B)(6) 2012 for removal of hardware due to patient pain. Unknown if the removed screw from the foot is a synthes device. During the procedure, the mini quick handle would not seat properly. The surgeon was able to completer the surgery without further incident and with no adverse effect to the patient noted.